Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was found that the device was under-sensing the atrial signal. Furthermore, competitive atrial pacing was also noted. No intervention were made. No patient consequences reported.